Event description:
Report received states "rupture/reservoir during pt use." Device contained 5fu and ns. Reporter states the reservoir "ruptured after approx. 10 min. From infused." No pt injury resulted.